Manufacturer narrative:
Product ID: 3889-33, lot# va0jp8w, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that high impedances were measured on the patient¿s implantable neurostimulator (ins). Specifically, high impedances of >4000 ohms were measured when pairing electrodes #0, 1, or 3 with the ins case when used at high amplitudes. It was also noted that the prior surgeon who implanted the lead component in s4 and was very lateral on x-ray. The patient had to use amplitudes of 8 to 9 on the ins to feel any stimulation and noted that the stimulation was not appropriate (stimulation was only in one spot high on their butt cheek). It was noted that there was nothing wrong with the lead itself just that it was not properly placed which caused ineffective therapy (less than 50% therapy relief). The lead component was replaced during a procedure to move the ins (see manufacturer¿s report #3004209178-2014-21921 for this issue). On post-operative follow up, the patient was reported as doing great with the new lead and was receiving effective therapy. If additional information is received, a follow-up report will be sent.